Event description:
Same case as MFR#: 2134265-2012-00186. It was reported that during a biliary drainage procedure there were removal difficulties. The amplatz s/s st/035/145 guide wire was advanced into a vtcb/10.3 flexima firm w/ro drainage catheter inside the patient's body. The physician was attempting to remove and change the drainage catheter. After the wire was advanced, the physician tried to pull the catheter back and cut the locking loop which did not completely unlock. Attempted to pull the drainage catheter back over the guide wire and it got stuck in the catheter. As they tried to pull the guide wire back out thru the drainage catheter the guide wire became unraveled and came apart. They removed everything as a unit. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection was performed. The device was returned (approximately 20 cm) stuck to a guidewire. The catheter section was pulled, however, it was not possible separate it from the guidewire. Additionally, the cannula was returned and it was kinked. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2012-00186. It was reported that during a biliary drainage procedure there were removal difficulties. The (B)(4) guide wire was advanced into a (B)(4) flexima firm w/ro drainage catheter inside the patient's body. The physician was attempting to remove and change the drainage catheter. After the wire was advanced, the physician tried to pull the catheter back and cut the locking loop which did not completely unlock. Attempted to pull the drainage catheter back over the guide wire and it got stuck in the catheter. As they tried to pull the guide wire back out thru the drainage catheter the guide wire became unraveled and came apart. They removed everything as a unit. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).